Event description:
Left side fold and visibility/palpability, per md, fold is device related.

Event description:
Left side fold and visibility follow up findings: per md, fold is device related follow up findings: per rga additional event of pain which is secondary to fold.